Manufacturer narrative:
It was previously erroneously reported the pump was explanted in (B)(6) 2006. The pump was actually explanted (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump had the same variation of medication that happened with the first pump where it was pumping out too much drug or not pumping out any drug (refer to manufacturer report # 3004209178-2009-05852). The pump lasted almost 5 years. The doctor knew the patient was having issues with the drug delivery. It was the same drug variation that the patient was going through, but not as severe. The pump was explanted in (B)(6) 2006 because it was ¿close enough¿ to the normal battery depletion. The system was being used to deliver fentanyl and bupivacaine.